Event description:
Customer reported a malfunction in the tandem source pump, identified as malfunction 199, with a specific malfunction code malf 12. There was no reported impact to the customer¿s blood glucose level. Technical support provided the customer with pump reset information, assisted in resetting the pump, and determined that the malfunction code did not recur. Customer was advised to continue using the pump and to call back if any issues reoccur.